Event description:
It was reported that the customer had multiple pump malfunctions resulting in the customer going to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "over 400" mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly, customer could not recall when they were discharged from the hospital. No additional information was provided.